Event description:
Patient was on ventilator. Vent screen went black high pitch alarm sounded and quit ventilating patient. Rn took the patient off vent and bagged patient. I was called to room by another nurse and vent was not able to be put back in service. Removed from room and replaced with a new vent that worked. Patient tolerated change well with no adverse reactions.